Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the pump was received with a blank display due to the battery tube connector not being plugged in properly. They were unable to verify button error alarm and the no delivery alarm due to the blank display. The pump was received with a cracked case at the display window corners and a cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother reported via phone call that the customer was at camp and the pump keeps turning off. Customer received a button error alarm and a no delivery alarm. Customer changed the battery but it still did not help. Customer's mother stated that she will call back since she does not have the pump.